Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients scs (spinal cord stimulator) was explanted due to an unknown reason. It was also stated that the patient was hospitalized. No further information has been obtained despite good faith efforts.